Manufacturer narrative:
Continuation of d10: product ID 37761 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The patient had a desktop charger that the connector pin had been bent too many times. When asked for the event date, patient stated that the issue had been going on for a few months. Patient mentioned noted the silver part was disconnected from the black cord of the dtc. Agent sent a request to repair to replace the dtc. Agent sent an email to patient with physician listings. No symptoms were reported.